Event description:
It was reported that while prepping intra-aortic balloon (iab), clinician "attempted to pull back negative pressure prior to insertion without success, readjusted the one-way valve and re-attempted to pull back negative pressure." Staff stated that catheter did not appear unraveled prior to insertion. Catheter was inserted via sheath, but was unable to advance." Clinician stated "negative pressure was attempted again with catheter in the sheath, but still unable to advance catheter. As a result, catheter & sheath were removed as one unit." A new iab was inserted without incident. A follow-up will be filed if more info becomes avail.